Manufacturer narrative:
The reported complaint that "the autopulse platform(sn (B)(4)) powered on but shuts down unexpectedly" was confirmed based on the archive data review but not during functional testing. The platform functioned as intended. The root cause of the platform powering off by itself multiple times was related to the defective power distribution board (pdb). During visual inspection, the front and bottom enclosure was observed to be cracked at the screw well area. The load plate cover also had a hole. The observed physical damages were unrelated to the reported complaint, and they appeared to be the characteristics of user mishandling. The front and bottom enclosures and load plate cover were replaced to address the issues. A review of the autopulse platform archive was performed, and it showed incidents of under-voltage <18v (unexpected shutting off) on the customer's reported event date; thus, confirming the customer's reported complaint. The autopulse platform passed the initial functional test without any fault or error. No visual damage on the battery connector inside the battery bay was observed. The routing of the 7 pdb cables was checked and verified and all connectors orientation on pdb are completely seated and locked. The root cause of the platform powering off by itself multiple times was related to the defective power distribution board (pdb). Following service and replacement of the front/bottom enclosure, load plate cover and power distribution board, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During device check, the customer reported the autopulse platform(sn (B)(4)) powered on but shuts down unexpectedly. The platform was re-tested with two other autopulse li-ion batteries with the same results. No patient involvement.